Event description:
Information received indicates the hi/low drive drifting down.

Manufacturer narrative:
The technician disassembled the drive, cleaned the drive components, lubricated the thrust bearing and reinstalled the drive to repair the bed.